Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested and repair details, but the customer did not respond.

Event description:
The customer reported that the display is blank. It is unknown if the unit was in use on patient and if there's any patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer that the 1st gen lcd is no longer available and he needs to upgrade to the 2nd gen lcd and provide part ID and cost.